Event description:
It was reported that the patient passed away due to respiratory arrest with resultant cardiac arrest, the death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported respiratory failure and subsequent patient outcome as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. It was noted that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU, ¿introduction¿, lists respiratory failure and death as adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.